Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer was awaken out of her sleep. Customer's blood glucose level was not reported. The customer stated she was going to change the infusion set and ended the call. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.